Event description:
It was reported that during an un-specified coronary procedure, the 5.0 x 15 mm nc trek balloon catheter was prepared per the instructions for use. The balloon was advanced; however, slight resistance was noted with the guiding catheter and the shaft of the nc trek separated inside the guiding catheter. The devices were removed together without issue. A new trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance with the guiding catheter was not confirmed on the returned unit. The reported separation was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.